Event description:
A report was received from a user facility in (B)(6) stating: "broken vitrectomy handpiece. The cutter stopped cutting. The surgeon is not sure if the cutter was still aspirating or not because she found out the problem just at the beginning of the surgery."